Manufacturer narrative:
Manufacturing review: a manufacturing related cause was also considered. However, no sample and no images were returned for evaluation. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: as a result of the investigation and as no sample was returned for evaluation the complaint will be closed with inconclusive result. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' The IFU further states: 'the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use.', and 'the catheter tip is tapered to accommodate a 0.035 in. Guide wire.' Based on the IFU, the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. (B)(4).

Event description:
It was reported that during an endovascular repair of an internal iliac aneurysm, the tip of the delivery system allegedly broke off and remains inside the iliac artery. The health care provider decided not to retrieve the separated tip as it was not limiting blood flow into the artery. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an endovascular repair of an internal iliac aneurysm, the tip of the delivery system allegedly broke off and remains inside the iliac artery. The health care provider decided not to retrieve the separated tip as it was not limiting blood flow into the artery. There was no reported patient injury.